Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 213 mg/dl. It was discovered the customer was using cold insulin within the cartridge. Tandem technical support educated the customer on cartridge/insulin labeling. Customer reported pump supplies would be changed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.